Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. It was also noted that the right ventricular (rv) lead exhibited one oversensing event. The leads remains in use. No patient complications have been reported as a result of this event.